Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection procedure, while firing the staple on tissue, the stapler did not fire. The surgeon was unable to squeeze the handle. Another staple handle and reload were opened to complete the case. There was no patient injury.